Event description:
It was reported the pt is unable to communicate with or charge her ipg. She has gained (B)(6). An sjm rep met with the pt and confirmed the issue. Surgical intervention is pending to revise the ipg location.

Manufacturer narrative:
This pig serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.